Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204/tactile / vibration alarms or lack thereof) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open blue (can l), red (can h), orange (+5v), brown (-5v) and main batt wire in the trunk cable. The root cause for the open wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt displayed a service code 204 (belt/monitor unusable).